Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that on that day the patient had experienced a blood glucose of 500mg/dl with vomiting, weakness, and inability to eat or drink, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was taken via ambulance to the emergency room. The patient reported they turned off the pump from 2:48am to 8:08am because they could not eat or drink and did not want to receive insulin. The patient received intravenous fluids in the emergency room and a ¿big shot¿ prior to being taken by ambulance. It was reported that the patient's blood glucose was coming down. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.